Event description:
A patient on a telemetry monitor went into cardiac arrest. The strip from the printer showed an episode of bradycardia, but no audible alarm was heard from the central station. The charge nurse's beeper did not respond to the bradycardiac episode nor did it receive any pagers during the arrest. In '04, all pagers responded properly to test signals; unable to duplicate event" "customer report # 2100090000-2004-9006".